Event description:
The customer's attorney reported that the customer suffered a diabetic reaction from either too little or too much insulin, resulting in the need for medical treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.